Manufacturer narrative:
Pharmacovigilance comment: the serious event of hypersensitivity at the implant site and the non-serious events of pain, swelling, lump, ulcer, rash and redness at the implant site were considered possibly related to the treatment. Serious criteria include hospitalization and the need for medical intervention with hyaluronidase. Potential etiologies include hypersensitivity, reportedly diagnosed by the injecting physician, (B)(6) reactivation, and bacterial infection. The treatment provided in the hospital was not reported. Potential contributory factors include medical history of oral herpes, requirement for prophylactic antiviral medication, injection technique and reaction to recent filler treatment, injected two months prior to the current treatment. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-jan-2020 by a (B)(6) year-old female patient. The patient's medical history included prone to (B)(6). No information about history of allergies has been provided. Concomitant treatments included antivirals [antivirals]. On (B)(6) 2019, the patient received treatment with 1 ml restylane lyps lidocaine (lot 16192-1) to lips using unknown needle with perpendicular threads technique for volume. On (B)(6) 2019, the patient received treatment with 1ml restylane refyne (lot 16806-1) to lips using unknown needle with julie horne technique for volume. Same day later, on (B)(6) 2019, the patient experienced lumps (implant site mass) and swelling (implant site swelling) at mouth. 1 month later, on an unknown date in (B)(6) 2019, the patient experienced painfully (implant site pain) mouth ulcers (implant site ulcer). Unknown time later, on an unknown date in 2019, the patient experienced redness (implant site erythema), rash (implant site rash) inside the mouth. On an unknown date in (B)(6) 2019, patient stayed overnight at a hospital. On (B)(6) 2019, the patient received 75 units of hyalase [hyaluronidase] to remove the product. It was reported that, patient continued to experience pain post hyalase. The patient visited a physician, who advised allergic reaction to the filler (implant site hypersensitivity) and will take time to settle down. The outcome for the events of lumps, swelling and redness was reported as both resolved and ongoing. Outcome at the time of the report: lumps was unknown. Swelling was unknown. Redness was unknown. Painfully was unknown. Ulcers was unknown. Rash was unknown. Allergic reaction to the filler was unknown. Tracking list: v.0 initial. V.1 fu received on 12-feb-2020 from nurse. Case was medically confirmed and upgraded as serious. Events added. Patient demographics, medical history, concomitant medication, past filler, suspect device implant date, volume, technique, lot number, event onset date, severity, outcome, corrective treatment and reporter causality were updated.